Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as pressure points on back that are red and have developed into wounds. There was no alleged device malfunction contributing to wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.